Event description:
After tka, patient experienced more than normal pain and swelling. No infection found. No revision surgery done. On 01/29/2009, encore was notified by a sales agent of a surgeon in that reported 6 infections in a row using the foundation knee (actually found 5 knee's, 1 hip). No part/lot information was provided. Very little information was provided regarding the infection/organism type. Encore reported the above information to FDA on MDR# 1644408-2009-00058. On 02/26/2009, encore received the information required to complete individual investigations.